Event description:
A pt was undergoing an operation for repair of the eyelid. The pt received a second degree facial burn as a result of an intraoperative flash fire that occurred during surgery. The nature of treatment was not noted. It was also noted that the pt expired on 5/4/2000. The cause of death was not noted. The hosp filed a medwatch noting in section b an adverse event requiring hospitalization - initial or prolonged and intervention to prevent permanent impairment/damage. The hosp did not indicate the type of treatment the pt required as a result of the burn. They have also not confirmed what caused the fire but a family member alleges that an oxygen tank exploded. The hosp did not state the injury caused death.